Event description:
It was reported that during a cholecystectomy procedure, the tissue pad dropped off during use. Tissue pad did not fall into the patient's body. Another device was used to complete the case. There was no adverse consequence to the patient.